Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose (bg) on (B)(6) 2015 was between 41-70 mg/dl with no signs or symptoms of hypoglycemia. The reporter noted the patient did not receive assistance from a 3rd party. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. The reporter was unable or unwilling to troubleshoot further to deliver an air bolus and verify whether it was correctly recorded in the bolus history. The reported bg excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.